Event description:
Reporter indicated pt presented to his physician "not feeling stimulation" 2 months after vns replacement. Diagnostic testing performed during office visit indicated high lead impedance. X-rays reviewed by MFR showed the possibility the lead pins were not fully inserted into the generator. Pt underwent vns therapy system replacement. Both lead and generator were discarded by the hospital.

Manufacturer narrative:
Age at time of event, corrected data: the initial manufacturer report inadvertently left off this information. Date of event, corrected data: the initial manufacturer report incorrectly reported the event date. Brand name; corrected data: the initial manufacturer report incorrectly reported the suspect device. Type of device, name; corrected data: the initial manufacturer report incorrectly reported the suspect device. Model #, serial #, lot#, expiration date; corrected data: the initial manufacturer report incorrectly reported the suspect device. Operator of device; corrected data: the initial manufacturer report incorrectly reported the operator of the device. Date of implant; corrected data: the initial manufacturer report incorrectly reported the suspect device. Device manufacture date; corrected data: the initial manufacturer report incorrectly reported the suspect device. Evaluation, conclusions; corrected data:

Manufacturer narrative:
Ap xray views of neck and chest evaluated by manufacturer. Review of x-rays by MFR revealed possibility lead pins not fully inserted in generator. Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient¿s device had been implant backwards and upside-down. Each time the patient moved his head from side to side, the device would turn on and off. It was later reported that the patient¿s grandkids bumped the patient at the generator site while playing/wrestling. The event was painful. It was reported that this only happened a few times. Attempts for additional relevant information have been unsuccessful to date.